Manufacturer narrative:
It was reported that the urinary catheter balloon burst after being inflated with 3ml of fluid. The urinary catheter was replaced. When the 2nd urinary catheter balloon was inflated with 3ml of fluid, it burst as well. A 3rd urinary catheter was inserted and only inflated with 1.5ml of fluid and no bursting was noted. According to reporting facility, no pieces of the urinary catheter were retained in the patient following the reported bursting. No adverse patient impact was reported to the manufacturer. No sample was returned to the manufacturer for evaluation. A root cause for the reported incident was unable to be determined. Due to the reported need for medical intervention to replace the urinary catheter, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the urinary catheter balloon burst after inflation.